Manufacturer narrative:
Pigment dispersion is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: health effect clinical code 4581: pigment cells, pupil impairment and pigment dispersion. H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, pigment cells, pigment dispersion, pupil impairment and discomfort. The lens remains implanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.